Manufacturer narrative:
The lot number of the involved device is not known. Therefore, the investigation was based upon evaluation of user facility info, the returned sample and reserve samples. Visual examination of the returned sample confirmed 2 areas of sheath stretching / damage and separation adjacent to the hub. No abnormalities or defects were noted on visual inspection and functional testing of reserve samples. Review of specific quality records was not possible due to the device lot number being unknown. Although the cause of the reported event cannot be definitively determined based upon the available info, the event description and returned sample condition are consistent with the sheath having been damaged as a result of continued attempts to withdraw the device against resistance. The device labeling states in the instructions-for-use: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available info has been placed on file in quality assurance for appropriate tracking, trending, and follow-up.

Event description:
The user facility reported that a portion of the sheath became separated during removal, after a peripheral procedure. Follow-up communication with the physician indicated thatthe resistance encountered during removal of the sheath was from scar tissue at the insertion site. He stated, that he grabbed the sheath with hemostats during initial attempts at withdrawal, which resulted in the separation of the guidesheath tubing section that was outside of the pt. He confirmed that the procedure was completed successfully and there was "no harm done to pt."